Event description:
The service technician reported that the device overheated. It was noticed in sterile processing prior to surgery at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The service technician reported that the device overheated. It was noticed in sterile processing prior to surgery at the user facility. There were no adverse consequences related to this event.